Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 00001979 and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported during a bwi clinical study that an 80-year-old male patient underwent an atrial fibrillation (afib) ablation procedure on (B)(4) 2022 with a carto vizigo¿ 8.5f bi-directional guiding sheath - large. The patient experienced subcutaneous hematoma in the right groin with severe pain & severe groin pain. On (B)(6) 2022 the information was received that the patient experienced subcutaneous hematoma in the right groin. In-patient or prolongation hospitalization was required from (B)(6) 2022 to (B)(6) 2022. Additionally on 19-sep-2022, the information was received that the patient experienced severe groin pain. No medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function was required. Relationship to study device (index: sheath: vizigo: d138503): possible. Per the study investigator the relationship to study procedure: causal relationship. The event is related to the index procedure. There was no intervention/ treatment. Medication was not given. No cardioversion was performed. It was not a re-ablation procedure. No surgery was performed. Other intervention was performed: sandbag, cooling pack. Per the study investigator the severity was moderate, the adverse event is serious, and the patient did not die. The event is both serious and procedure related and expected/anticipated in the opinion of the investigator. There was not serious deterioration in the health of the subject, and it was not considered a life-threatening illness or injury. No permanent impairment of a body structure or a body function including chronic diseases. In-patient or prolongation hospitalization was required from (B)(6) 2022 to (B)(6) 2022. No medical or surgical intervention was required. Relationship of both pain events to the study device (index: sheath: vizigo: d138503): possible. Per the study investigator the relationship to study procedure: causal relationship. The event is related to the index procedure. There was intervention/ treatment and medication was given. No cardioversion was performed. It was not a re-ablation procedure. No surgery was performed. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 6-feb-2023, bwi received additional information regarding the event. Subcutaneous hematoma in the right groin updated to indicate medication was provided. Additionally, the severe groin pain has been addressed and resolved. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 12-oct-2022, bwi received additional information indicating that the patient recovered and the reported issues resolved. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).